Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by nausea, vomiting, diarrhea, and abdominal pain. Two days after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be due to a virus, but as no specific error was reported, the cause is assessed as unknown. Beginning on the same day hospitalization started, the patient was treated with ceftazidime intraperitoneally (dosage, frequency, and duration not reported) and vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment was ongoing. On unreported date(s), the patient was treated with unknown oral anti-emetics for the nausea, vomiting, and diarrhea events. Dianeal therapy was ongoing. After three days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis. No additional information is available.